Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not booting properly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station had gone offline after network changes. After reimaging, the station was unable to synchronize with the server, showing a persistent error: "failed to get data from server. Possible connection failure." Although reverting the settings brought the station back online, the synchronization server remained unreachable. A field service engineer had made multiple attempts including reimaging, hardware replacement, switching to dynamic host configuration protocol with mac reservation, and cloning a working drive had failed. It was later found that port 5277, required for synchronization, had been blocked, causing grpc connection failures. A technical support specialist (tss) had verified ports, consulted product support engineer, hospital information technology team were contacted to open port. Once the port was opened, a full synchronization was successfully completed which was verified by field service engineer. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not booting properly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.